Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient presented with suspected aseptic loosening of the acetabular component. The surgeon removed the mdm liner, insert and 22 head. Then he removed the screw in the cup. He then screwed in a cup impactor into the cup and removed it, finding that it was loose. He replaced it with a competitors cup and liner and used our v40/c-taper sleeve and ceramic head.

Manufacturer narrative:
Reported event: an event regarding loosening involving a primary tritanium hemi cluster hole cup 48mm was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. H3 other text : device not returned.

Event description:
Patient presented with suspected aseptic loosening of the acetabular component. The surgeon removed the mdm liner, insert and 22 head. Then he removed the screw in the cup. He then screwed in a cup impactor into the cup and removed it, finding that it was loose. He replaced it with a competitors cup and liner and used our v40/c-taper sleeve and ceramic head.